Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. Four images of a 4 fr powerpicc solo single lumen catheter were provided for evaluation. The catheter is shown being manipulated and curved at the catheter interface with the hub. A circumferential split is present at the proximal end of the catheter. Blood residue is shown to be leaking from the split. The catheter was secured by a statlock securement device. The lack of a physical sample did not allow for an inspection of the split characteristics and catheter properties. Based on the photo samples provided, possible contributing factors include damage during handling and material fatigue caused by repeated kinking of the catheter. Since a split in the catheter present, the complaint of a leak is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the "powerpicc solo broke from the end. Aspirates fine, but when you inject anything it leaks from the end and when examined, found out that it was broken from a place where there is not much movement."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the "powerpicc solo broke from the end. Aspirates fine, but when you inject anything it leaks from the end and when examined, found out that it was broken from a place where there is not much movement." Look pictures for more detail.